Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens exchange) (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -14.5/+2.0/095 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2008. On (B)(6) 2018 the lens was exchanged with a longer lens due to low vault. The cause is listed as a patient-related factor. Reportedly, the patient's natural lens grew after the initial lens was implanted. The problem was resolved after the lens exchange.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial. Visual inspection found the haptic torn and presence of residue on lens surface.(B)(4)